Event description:
Reporter stated that a patent sample was measured, using the inform system, with back-to-back results of 349 mg/dl and 208 mg/dl. The same sample was reportedly retested, on laboratory instrument, with a result of 96 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in foreign country.